Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 35-year-old female who underwent primary breast augmentation with a 600cc mentor memorygel breast implant (left) and a 650cc mentor memorygel breast implant (right) experienced left sided rupture, lift sided baker grade ii capsular contracture, and bilateral ptosis post procedure. The left implant was larger than the right. As a result, left sided explant was performed on (B)(6) 2022. The left sided issues were reported to mentor on (B)(6) 2022. On july 6, 2022 mentor received additional information and initial awareness of the right sided issues. This report relates to the right prosthesis. See 1645337-2022-08316 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6982517 number on (B)(6) 2022, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).